Event description:
It was reported, the patient¿s physician planned to revise the patient¿s right occipital lead because, its current location was providing uncomfortable stimulation. It was stated impedance testing, x-rays and reprogramming was done. It was noted, the patient also had a headache and pain at the lead location and had less than 50% therapy relief. It was reported, the patient¿s left lead provided excellent relief for the patient but the right lead only hurt when turned on so the right lead needed to be relocated to a more effective area. It was later reported, the patient had a revision surgery and the physician reused the existing lead, and relocated it to a more effective location. It was stated the patient was hurting from the surgery, but reported coverage in the appropriate area.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).